Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device exchange, high pacing impedance and high defibrillation impedance were noted on the right ventricular (rv) lead. The rv lead was reprogrammed to inactive. The patient was stable and will continued to be monitored.